Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual heated evaqua2 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection on the provided photograph revealed that the grommet of the rt380 adult dual-heated evaqua2 breathing circuit was missing from the inspiratory elbow. Conclusion: the reported leak is likely due to the missing grommet. Without the complaint device, we are unable to determine the cause of the missing grommet. All rt380 circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specification at time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in china reported that a rt380 adult dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that a rt380 adult dual-heated evaqua2 breathing circuit was leaking. There was no patient involvement.